Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint was subjected to an extensive analysis. Two lead segments were received for analysis. The lead was cut at approx. 13 cm distal to the is-1 connector pin. The lead under complaint was subjected to an extensive analysis which included a visual and electrical inspection. The analysis of the two lead segment revealed multiple signs of wear along the lead body. In the distal area, at the tricuspid valve level, the insulation was found damaged asa result of friction. This insulation damage can be considered as the root cause for the observed noise in the rv and ff channel which led to the detection of vf episodes with shock delivery as mentioned in the complaint description. Based on the characteristics as well as the location of this damage, it is assumed that the damaged lead body was most likely located in the area of the tricuspid valve and had been subject to significant mechanical stress. Severe interaction between the cusps of the atrio ventricular valve and the lead should be taken into consideration. The deformation of the rv shock coil resulted most likely from tensile forces applied during the explantation procedure. Two x-ray images were returned for analysis; one image taken 7 month after implantation of the system and one image taken 2 days before the explantation procedure. The analysis of the x-rays indicated a change of the lead position in the tricuspid valve level over time. In this area the lead body showed in the second x-ray image several inflexion points and a torsional state. It is assumed that the bends in short radii in combination with tricuspid valve interaction resulted in extraordinary mechanical stress. It cannot be excluded that these observations may have contributed to the observed damage. In this particular instance, the analysis did not reveal any sign of a material or manufacturing problem as the root cause of the reported issue, neither for the lead nor the ICD.

Event description:
Ous MDR - after an implantation period of about 24 months, oversensing with inappropriate shocks was reported. Both the lead and ICD were explanted and returned to biotronik for analysis. Apart from the shocks, no adverse patient side effects have been reported.